Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes: chapter 13 / page 172-173. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all times. The kit should include: several new, sealed pods. A vial of rapid-acting u-100 insulin (see "general warnings" on page xii for insulins. Cleared for use in the omnipod dash¿ system). Syringes or pens for injecting insulin. Blood glucose test strips. Blood glucose meter. Ketone test strips. Lancing device and lancets. Glucose tablets or another fast-acting source of carbohydrate. Alcohol prep swabs. Instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. A signed letter from your healthcare provider explaining that you need to carry insulin supplies and the omnipod dash¿ system. Phone numbers for your healthcare provider and/or physician in case of an emergency. Glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 176). Living with diabetes: chapter 13 / page 176. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported by the wife that the patient had bg (blood glucose) values that went down to 47 mg/dl and he had to go to the ER (emergency room). The wife stated that the patient was diagnosed with hypoglycemia. He was treated with glucose and dinner, then was released. The wife did not state when he went to the ER and when the patient was discharged. She mentioned that the patient's pdm (personal diabetes manager) is not holding a charge, it will go dead within 24 hours. She stated it had 47% charge in the morning and by lunch it had to be charged again. No further details.

Manufacturer narrative:
The returned device was evaluated and no issues were seen with the device battery during investigation that would indicate this reported event. The omnipod personal diabetes manager (pdm) was able to be charged and no signs of significant battery charge loss were observed during investigation.